Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The infusion cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.